Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) non-invasive blood pressure (nibp) was not working, and the other vitals were intermittently dropping. The waveforms would go flat, the numerics would display dashes, and there would be no error messages. The bme was able to reset the bsm, but it only worked for a short time. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) non-invasive blood pressure (nibp) was not working, and the other vitals were intermittently dropping. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) non-invasive blood pressure (nibp) was not working, and the other vitals were intermittently dropping. The waveforms would go flat, the numerics would display dashes, and there would be no error messages. The bme was able to reset the bsm, but it only worked for a short time. No patient harm was reported. Investigation summary: based on the evaluation of the returned device, this complaint is confirmed. The root cause of the reported issue is due to failure of internal components. Nibp is a noninvasive determination of blood pressure and is used in conjunction with information obtained from other vitals and ECG to determine the patient's status. The risk of nibp failure is that there is a loss of blood pressure monitoring for one patient. The bedside monitor will retain the ability to monitor the remaining vital signs and cardiac rhythm, as well as to generate alarms and transmit signal to a cns. Nibp failures may result from device damage or broken components, including damaged buttons on the control panel, broken nibp sockets on the bedside device, or physical damage impacting internal components (e.g., pump, dpu, power bd, digital bd). Issues may arise due to wear and tear of the nibp components, resulting in nibp circuit failure, pump failure, or stuck solenoid. Internal component damage can be caused by droppage or an impact to the device, normal wear and tear to the component, mechanical stress, or moisture ingress into the components. Internal parts are mechanical components and are susceptible to wear and tear. The frequency of use and preventative maintenance are contributing factors to wear and tear. The root cause as to why these parts failed could not be determined. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) non-invasive blood pressure (nibp) was not working, and the other vitals were intermittently dropping. No patient harm was reported.